Event description:
It was reported that the pt underwent a mandible reconstruction surgery using rhbmp-2/acs. The pt developed more soft tissue swelling during the immediate postoperative period than is usually observed with autogenous bone grafts. Five months postoperatively, the pt had not developed a bony union. Her external fixation device was removed and she underwent an iliac crest bone graft reconstruction with placement of a 2.4 mm reconstruction plate to stabilize her continuity defect. The pt has continued to have a complicated postoperative course requiring the removal of the reconstruction plate and multiple I&ds. The bone graft has healed with repair of the continuity defect.

Manufacturer narrative:
(B) (4). Literature article citation: carter et al. Off-label use of recombinant human bone morphogenetic protein-2 (rhbmp-2) for reconstruction of mandibular bone defects in humans. Journal of oral maxillofacial surgery 2008; 66: 1417-1425. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.